Event description:
Rn reports patient receiving normal saline IV fluids when the b.braun outlook 100 pump read "error" code during use. Rn responded to alarm, attempted to clear error but was unable to do so. Rn troubleshot problem and still unable to clear error so opted to obtain new pump. No injury to patient, no change in pt's status. Pump was sent to clinical engineering (ce) for interrogation and it was found to have had an "error regarding a timeout exceeded code." Ce was able to clear this code. According to ce report they found a timeout exceeded code happened twice, recommendation from b. Braun being to retry operation and if problem continues replacing of main board may be an option. Ce connected original tubing set to pump, on first run got error code 21 (main motor slipped on delivery). According to consultation with b.braun technical support this is a common problem and recommendation was "to run the pump on maximum rate to warm up the motor and to get rid of the problem" after doing so the pump did run properly.====================== health professional's impression======================